Manufacturer narrative:
(B)(4). Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt as reported, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter tilt and embedment into vena cava, and unsuccessful removal attempt of the filter. As a direct and proximate result of these malfunctions, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed. The timing and mechanism of the tilt has not been reported at this time. The implantation and attempted retrieval date of the filter is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter tilt and embedment into vena cava, and unsuccessful removal attempt of said filter. As a direct and proximate result of these malfunctions, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter tilt and embedment into vena cava, perforation, an unsuccessful removal attempt approximately fourteen days post implant, pain and anxiety. The indication for the filter implant, procedural details of the implant and the patient¿s medical history have not been provided. The day after the implant, an abdominal x-ray was performed for complaints of abdominal pain, the results showed an inferior vena cava filter located to the right of l2. The upper aspect of the filter is tilted slightly towards the left with its tip superimposed along the inferior aspect of l1 and the inferior aspect of the filter is tilted towards the right. An image has been provided and the date on the image indicated that it was taken the day that the filter was implanted, it appears to have been taken intra-procedurally as a catheter tip is also note in the image. Review of the image notes that the superior aspect of the filter is tilted, it is unknown, it was intra-procedural or after the implant. Review of the image notes an ivc filter that is tilted towards the right superiorly and to the left inferiorly. An x-ray of the lungs was also performed the day following the implant for unspecified history of pulmonary related diseases and noted development of bilateral pleural effusions and bibasilar patchy interstitial infiltrates. Seven days after the procedure, an abdominal x-ray was performed for complaints of pain, the filter appeared stable in position at the level of the l2 and l3 vertebrae and the final impression was obstipation. The following day a hepatobiliary scan was performed for abdominal pain and noted no obstruction of the cystic duct or the common bile duct. Approximately four months post implant a computed tomography (CT) scan was performed for a diagnosis of deep vein thrombosis. Results noted that the tilted ivc filter appeared to protrude beyond the lumen with one of its tips adjacent to the proximal third segment of the duodenum. No definite filling defect was seen within the ivc to suggest thrombus. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. It is unknown if the tilt contributed to the reported perforation. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt, perforation and retrieval difficulty could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
The following additional information was received per the patient¿s implant records: the filter was implanted due to emergent concern of propagation or extension of the inferior vena cava thrombus.

Manufacturer narrative:
Additional information was provided and is available in: (event description), (relevant medical history).

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, the patient underwent placement of defendants¿ optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter tilt and embedment into vena cava, and unsuccessful removal attempt of said filter. As a direct and proximate result of these malfunctions, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. According to the information received in the patient profile form (ppf), an unsuccessful percutaneous removal attempt was made fourteen days post implantation. The patient also reports suffering from pain and anxiety. Images were made available. Per the patient¿s medical history, day after the procedure, the patient experienced continuous abdominal pain due to constipation. The filter was located to the right of l2. The upper aspect of the filter was tilted slightly towards the left with its tip superimposed along the inferior aspect of l1, and the inferior aspect of the filter was tilted towards the right. Seven days after the procedure, the filter appeared stable in position at the level of the l2 and l3 vertebrae. Approximately four months after the procedure, the patient was admitted for deep vein thrombosis. The tilted ivc filter appeared to protrude beyond the lumen with one of its tips adjacent to the proximal third segment of the duodenum. No definite filling defect was seen within the ivc to suggest thrombus.